Event description:
It was reported that the customer had a foley that the balloon port ruptured. The packaging was not available and they had it double bagged in a specimen bag. Also stated that it was placed while the patient was in the operating room and they happened to find the issue in pacu prior to going to the unit. As per follow up via email on 30aug2023,it was reported that there was any patient harm because of this defect. The catheter was working during the procedure. It was not until the patient came in to pacu that the nurse realized that the catheter was no longer draining. The patient was complaining of some abdominal pain and when a new catheter was inserted and it began draining, the patient stated that the pain went away. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer had a foley that the balloon port ruptured. The packaging was not available and they had it double bagged in a specimen bag. Also stated that it was placed while the patient was in the operating room and they happened to find the issue in pacu prior to going to the unit. Per follow up via email on 30aug2023,it was reported that there was any patient harm because of this defect. The catheter was working during the procedure. It was not until the patient came in to pacu that the nurse realized that the catheter was no longer draining. The patient was complaining of some abdominal pain and when a new catheter was inserted and it began draining, the patient stated that the pain went away. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.